Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no clinically significant delay. There were no adverse consequences and no medical intervention.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no clinically significant delay. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
Additional information: d9/h3 h3 other text : device was discarded.